Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the display screen had missing pixels. A review of the event history log identified invalid syringe size alarm in the history. During the functional testing the reported issue was able to be verified with the 60 milliliter syringe the customer sent with the pump. When checking the configuration data on the pump the 60 milliliter syringe was not checked on the data sheet. The root cause of the problem was the customer did not program their pump to run a 60 milliliter syringe. To correct this issue the customer will have to enable the 60 milliliter syringe in the configuration data sheet. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was not reading 60 milliliter syringe. No patient injury was reported.